Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A zoll laboratory services contacted zoll to report that a patient developed an irritation under the patches. The patient reported the irritation could be a result of an allergic reaction to the patches. The patient reported the irritation was under the hydrogels and under the patch. The patient reported the irritation was red, raised, blistering, itching, and felt like a burning sensation. There was no alleged device malfunction contributing to the irritation. The patient's doctor advised to take a break from the equipment to allow the irritation to heal. The medical outcome is unknown.